Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that it was unknown when the patient symptoms were first noticed. The cause of the symptoms was not determined and it was unknown if there was a device issue, patient/therapy issue, or procedure issue. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient's family reported that her pump never seemed to work well. She either experienced no relief or seemed to receive too much medication. One of her family members found a site on goggle that introduced them to a class action lawsuit. She had her pump removed on (B)(6) 2018 to join the lawsuit. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.